Event description:
Patient had tissue expander placed. Filled on multiple occasions up to 590 ccs. When patient returned for increase in volume it was noted that the expander was not holding the volume and was removed a few months later.